Manufacturer narrative:
Concomitant medical products: enpower connecting cable and detachment control box, stryker sl 10 microcatheter, enterprise stent, and penumbra guide catheter were used during the procedure. Information regarding patient demographics was not provided. Complaint conclusion: it was reported that during coil embolization of an internal carotid artery aneurysm, two deltaxtrasoft coils (dlx100304/c36659 and dlx100306/c36679) and a micrusframe coil (9mfr100517c36808) would not detach on first attempt. It took 4-5 button pushes to finally detach the coils. All coils were eventually safely placed and detached within the aneurysm using the same enpower connecting cable and dcb. The physician had to align the detachment marker on the coil pusher in different positions multiple times to detach the coils. The coils had passed the pre-deployment electrical check. There was no low battery light or fault light seen during the case. Upon pressing the power button, all lights illuminated and during the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no patient injury or clinically significant delay in the procedure as a result of the event. All three microcoil dpu3 systems were returned unidentified with all the coils detached and implanted; therefore, for inspection purposes, the 3 devices will be identified as coils ¿a¿, ¿b¿, and ¿c¿. For coil ¿a¿, the outer sheath over the resistive heating coil section exhibits signs of multiple detachment attempts. The detachment fiber partially melted and was found to be present at and above the detachment zone. The device positioning unit (dpu) passed electrical testing with resistance at 51.7 ohms (range 48.5/56.0) and the enpower systems ready light illuminated. Laboratory testing could not duplicate the field complaint as the coil was detached and implanted at the hospital and the dpu passed electrical testing. Therefore the exact root cause of the coils detachment requiring multiple detachment attempts cannot be determined, however a contributing factor to the detachment difficulty may have been the partial melting of the detachment fiber which temporarily captured the coil before releasing it after additional detachment attempts. The exact root cause of the detachment fibers partial melting cannot be determined. In addition, without the return of the complete detachment system and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. For coil ¿b¿, the outer sheath over the resistive heating coil section exhibits signs of multiple detachment attempts. The device positioning unit (dpu) passed electrical testing with resistance at 53.4 ohms (range 48.5/56.0) and the enpower systems ready light illuminated. No manufacturing defects were found. Laboratory testing could not duplicate the field complaint as the coil was detached and implanted at the hospital, the dpu passed electrical testing, and the detachment fiber received heat and melted as designed, therefore the exact root cause of the coils detachment requiring multiple detachment attempts cannot be determined. In addition, without the return of the complete detachment system and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. For coil ¿c¿, the outer sheath over the resistive heating coil section exhibits signs of multiple detachment attempts. The device positioning unit (dpu) passed electrical testing with resistance at 54.6 ohms (range 48.5/56.0) and the enpower systems ready light illuminated. No manufacturing defects were found. Laboratory testing could not duplicate the field complaint as the coil was detached and implanted at the hospital, the dpu passed electrical testing, and the detachment fiber received heat and melted as designed, therefore the exact root cause of the coils detachment requiring multiple detachment attempts cannot be determined, in addition, without the return of the complete detachment system and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. There was additional unreported damage on coil ¿c¿. The resheathing tool was found severed into two pieces, however the core wire was found severely kinked under the tool. The resheathing tool fracture is ductile in nature requiring external force. No material defects were found. Located off the proximal end at 130.0 and 149.0 centimeters are two severe kinks. Located 1.0 centimeter off the distal tip is a kink on the dpu. The circumstances of how and when this unreported damage occurred cannot be determined or if it influenced the electrical testing (resistance) of this device; however a good portion of this damage appears to be post-procedural in nature. A review of the manufacturing documentation associated with all three coil lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The detachment difficulty was confirmed since all 3 coils exhibited signs of multiple detachment attempts; however, all 3 dpus passed electrical testing. The root cause of the detachment difficulty could not be determined. Since there were no manufacturing issues found during analysis, and all devices are testing prior to being released from the manufacturing facility, no corrective actions will be taken at this time. This is 1 of 3 mdrs that are being submitted for this complaint, with associated report number of 2954740-2015-00206, 2954740-2015-00205, and 2954740-2015-00204. This is an initial/final MDR.

Event description:
It was reported that during coil embolization of an internal carotid artery aneurysm, two deltaxtrasoft coils (dlx100304/c36659 and dlx100306/c36679) and a micrusframe coil (9mfr100517c36808) would not detach on first attempt. It took 4-5 button pushes to finally detach the coils. All coils were eventually safely placed and detached within the aneurysm using the same enpower connecting cable and dcb. The physician had to align the detachment marker on the coil pusher in different positions multiple times to detach the coils. The coils had passed the pre-deployment electrical check. There was no low battery light or fault light seen during the case. Upon pressing the power button, all lights illuminated and during the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no patient injury or clinically significant delay in the procedure as a result of the event.